Event description:
--

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at boston scientific crm reliability assurance laboratory, the device was thoroughly inspected and analyzed. Normal interrogation was observed on the zoom programmer. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing and sensing functions of the device. A lead was then inserted into the right atrial (ra) lead barrel and the terminal pin did not pass the distal setscrew. The rv port was within normal limits.

Manufacturer narrative:
Further analysis investigation confirmed that the header thermal history along with the barb design allowed the block to move under load. However, the exact cause for the excessive thermal conditions for this single returned unit is undetermined. No evidence of manufacturing defect was found during investigation. Set blocks may have been pushed or shifted out of alignment post manufacturing.

Event description:
Boston scientific crm received information that during a device replacement procedure for normal battery depletion (nbd), the right ventricular (rv) lead would not pass the distal set screw. The patient was pacemaker dependant and asystole for an unspecified duration was observed during the attempted implant. A new device was selected and was successfully implanted. No adverse patient effects were reported.